Manufacturer narrative:
(B)(4)

Event description:
Dexcom was contacted via pending field action on 07/20/2016 to claim no audio output on (B)(6) 2016. Relationship to patient is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. The root cause could not be determined.